Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.5/+1.0/088 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was explanted and then replaced with a longer lens due to low vault and lens rotation. The problem was resolved. The cause of the event is reported as unknown: "lens too small so it rotated 90 degrees, patient complaining of not being able to focus on objects up close. Exchanged for larger size."